Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation: the most probable cause of the complaint shows no problem was detected. Either it was not confirmed that there was a problem with the device, or it was confirmed that there was no problem with the device. No device problem found reported problem cannot be reproduced during investigation. The device either functioned as intended or a problem was not found. No further escalation is required. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited missing adhesive (ke45) at forceps cover. There was no patient involvement.